Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 18mm in length 1mm distal from the proximal waist of the balloon. Product analysis confirmed the reported event, as the balloon was found to have a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient was in good condition.